Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting impedances greater then 2000 ohms and undersensing. An appointment has been made for the patient to follow up with their physician on this. No adverse patient effects noted.

Manufacturer narrative:
The lead was explanted and returned for testing over five years after the initial observations were reported. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead had been severed five centimeters from the is-1 pin. Resistance testing confirmed the segment to be electrically continuous. Final analysis determined the damage most likely resulted from the explant procedure as there was no sign of a material or manufacturing problem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.